Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 10 mg/ml of infumorph at 4.0 mg/day via an implantable pump for spinal pain. The patient reported their pump was alarming or beeping. It was indicated the critical alarm was going off. The patient was directed to follow-up with their healthcare provider. It was indicated the event occurred on (B)(6) 2018. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the consumer on (B)(6) 2018. The patient reported they allowed the pump to run out of medication. Regarding the cause of the alarm, the patient reiterated that the pump ran out of medicine. The patient indicated they wanted to have the pump removed for various reasons; less/decreased pain medicine, "remove of foreign body from abdomen, removal of catheter from intervertebral space and intrathecal (it) area of cns (central nervous system) / csf (cerebrospinal fluid) running throughout cns." The patient reported an operation was scheduled for removal of pump and catheter from it space.